Manufacturer narrative:
The field service engineer suspected there was bad pinch tubing. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results from the cobas e411 disk analyzer. Sample 1 initial result was <1 and the repeat result on another cobas e411 analyzer was >10000. The repeat result on the original analyzer was <10. Sample 2 initial result was <1 and the repeat result on another cobas e411 analyzer was >10000. The questionable results were reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The customer replaced the pinch valve tubing which resolved the issue.